Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the knot did not deploy. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. Information has not been provided if the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device will not be returning for analysis. A follow up report will be submitted with all additional relevant information.